Event description:
It was reported that on (B)(6) 2024 a patient presented with mixed mitral regurgitation (mr) grade 4+ for a mitraclip procedure. One clip was implanted. On (B)(6) 2024, during a follow-up transthoracic echocardiogram (tte), a single leaflet device attachment (slda) was observed. The clip was detached from the posterior leaflet and remained attached to the anterior leaflet. Mr increased to 4+.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial report it was reported that on (B)(6) 2025, the patient had returned symptomatic. The patient developed shortness of breath that developed into exertional dyspnea and chest ache with only mild levels of exertion. Left-sided chest pressure occurred with exertion. Lasix and spironolactone were administered to the patient. The patient's renal function worsened with a creatinine above 2.0. Spironolactone was discontinued with a decrease in lasix dosage. The patient's creatinine worsened to 2.56.

Manufacturer narrative:
H6 health effect - impact code 4614 was removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The recurrent mr appears to be due to the slda. Dyspnea and subsequent angina, renal failure, and test result appear to be cascading effects of the recurrent mr. Mr, dyspnea. Angina, renal failure, and test result are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported medication required was a result of case specific circumstance as lasix and spironolactone were administered to the patient. There is no indication of a product issue with respect to manufacture, design, or labeling.